Event description:
Freestyle libre 14 day sensor. First one didn¿t work at all. They sent me a replacement and it was over 50 different from a blood reading. Looking into this issue found lots of others having the same issue with this product.